Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes the device was explanted and replaced. The patient was in good condition following the surgery.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to an anomalous capacitor.

Event description:
It was reported that via remote transmission an alert for charge time limit reached was observed. A programmer initiated capacitor maintenance was performed in clinic, resulting in the charge timing out. No further information is available.